Event description:
This rv lead was implanted on (B)(6) 2002 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that loss of capture was seen on this lead. The measurement on (B)(6) 2018 showed r wave 5.3, impedance 486 ohms and auto threshold was 2.1 v@ 0.4 ms. Last office interrogation r waves were 9.0 mv, impedance 529 ohms and threshold 0.9 v@ 0.4 ms. Settings are wi 60 bpm. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).